Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations found the instrument to have a broken grip at the grip base. A piece approximately 5.00mm x 14.18mm was found to be broken off and was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar forceps instrument had a broken tip. There was no report of patient involvement.